Event description:
While a d/c and hyscopic procedures, the uterine manipulator/injector broke off in the patient. The piece was retrieved manually (fingers or forceps).

Manufacturer narrative:
The initial reporter indicated the subject device would be returned. As of this report, the device has not been received. Upon receipt, the report will be supplemented. (B)(4).